Event description:
It was reported that a circumferential fracture of a stent occurred above and in the middle of the overlapped stents. The stents were placed in 9/1998 by a dr from a hospital in terrabone in an "sfa" procedure-not in the popliteal. Total occlusion was noted on a 3-month follow-up - no surgical intervention is scheduled. Off-label use.